Event description:
It was reported that one of the patient¿s pump ¿went bad.¿ it was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l56457. Product type: catheter. (B)(4).